Event description:
It was reported in the european journal of radiology a patient's middle cerebral artery (mca) was acutely occluded immediately following balloon angioplasty and failed to expand again using the balloon. An active intraprocedure thrombolysis developed, subsequently developed into an ipsilateral circumscribed infarction post procedure. The patient continued to deteriorate clinically after the procedure. The patient was discharged with aphasia and hemiparesis despite medical efforts. It was later reported that the patient has since recovered with no neurological deficit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and death are known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the (B)(4) journal of radiology that a subarachnoid hemorrhage (sah) was detected by CT scan immediately following angioplasty. The stent was successfully placed, and the patient recovered with no neurological deficit.